Manufacturer narrative:
PMA/510k: this report is for an unk - guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent hip fracture, during the procedure the buttress/compression nut does not couple with the trochanteric fixation nail advanced (tfna) blade insertion sleeve. There was no surgical delay and it did not cause complications. Procedure was successfully completed. There was no patient consequence reported. This complaint involves two (2) devices. This report is for (1) unk - guides/sleeves/aiming: sleeve. This is report 1 of 1 (B)(4).